Event description:
During colonoscopy the physician stated that the cable in the colonoscope snapped and a new scope was needed to complete the colonoscopy. No harm to the patient and procedure was completed.